Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effects of stenosis, dissection, occlusion, hemorrhage, pseudoaneurysm, perforation of vessels, pain, and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. The patient effects stenosis, dissection, occlusion, hemorrhage, pseudoaneurysm, perforation of vessels and pain are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - estimated date. D4 -the UDI is unknown because the part number and lot number were not provided. Literature attachment: article, titled "the role of the vascular surgeon in transcatheter aortic valve implantation".

Event description:
The aim of this study was to evaluate the role of vascular surgeons in transfemoral transcatheter aortic valve implantation (tavi) procedures. It was mentioned that arterial hemostasis of the main access was achieved by proglide using the pre-close technique. If a complete hemostasis was not obtained with two closure devices, a third proglide device or 8-fr angio-seal was inserted. Femoral access or vascular access complications associated with proglide included: stenosis, dissection, occlusion, minor bleeding, pseudoaneurysm, rupture, pain, rehospitalization, surgery and endovascular maneuvers. It was concluded that vascular surgeon assistance in tavi procedures was not infrequent and allowed safe and effective device introduction through challenging transfemoral access. Similarly, the concomitant significant disease of other vascular districts could be safely addressed, potentially reducing postoperative related mortality and morbidity. The implementation of multidisciplinary team with interventional cardiologists and vascular surgeons should be encouraged whenever possible. Nspecific patient information is documented as unknown. Details are listed in the article, titled "transcatheter aortic valve implantation in nonagenarians: a comparative analysis of baseline characteristics and 1-year outcomes".